Event description:
Info received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the bed exit sensor strips were not closing. He replaced the sensors to repair the bed.